Event description:
New information revealed that the ICD experienced normal battery depletion. The lv lead was performing optimally, but the patient's ejection fraction remained 20%. The physician elected to place the new lv lead in a different vessel and use a his lead to improve ef. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2938836-2019-13436, 2938836-2019-13439.it was reported that the patient presented for an advisory generator change. The implantable cardioverter defibrillator had reached the elective replacement indicator. The atrial lead was capped on (B)(6) 2019 due to unresolvable noise and the left ventricular lead was capped on (B)(6) 2019 because it was non-responsive.